Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure but outside the patient, the laser fiber would not fire laser energy. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.

Manufacturer narrative:
Evaluation findings of fiber broken within the connector. One flexiva 200 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. Additional examination revealed the laser fiber coating at the distal tip appeared warped which is most likely due to expected manufacturing variation. The aiming beam was not visible, the investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Therefore, the condition of the returned device confirms the reported event of no energy. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.